Event description:
Procedure: proximal pancreaticoduodenectomy according to the reporter: the surgeon could press a firing knob, but no staple was not formed correctly. It was formed in a u shape. To correct the issue, a new handle of the same model number was opened. He/she opened the width of a single cartridge from the original malformed staple line, and then performed additional tissue resection. There was no further incident. Nothing fell into the cavity. There was oozing bleeding. No reinforcement material was used. Surgery time was not delayed by more than 30 minutes. The last known patient status: good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).